Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited air in line alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint of air in line alarm. Review of event history found no related alarms. Review of service history found no relevant service history. Visual/functional testing was performed. Performed air detector test. When attaching a fluid filled cassette, air detector does not change status to pass. Replaced air detector to correct this issue. Probable cause of event was defective air detector. Device passed all testing criteria post repairs.